Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identified potential lots of this product shipped to the customer over the past one months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformance's during the manufacturing process. If the sample is returned for evaluation, a supplemental report will be submitted.

Event description:
The pt reported she found fluid inside the cassette door after treatment. The origin of the leak could not be identified. The pt was not prescribed antibiotics and her effluent is clear. Sample was indicated to be available, however has not been returned to date.